Manufacturer narrative:
Since the event date was not provided, an approximate date of 01/01/2025 was used.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) stated that he was activated and received minimal pump training in the office but has been having consistent issues with the deflation button. The patient stated that he cannot press the button adequately and in multiple attempts has caused himself extreme pain. The patient also stated that the pump is high in right quadrant of scrotum and feels it is too big for his scrotum. The patient stated that he was only able to deflate once after laying under warming blankets to elongate the scrotum. Proper deflation techniques were discussed with the patient, and he was suggested to make an appointment with his doctor or to find a doctor that is closer to him. No surgical intervention has been informed, and no additional information was provided.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) stated that he was activated and received minimal pump training in the office but has been having consistent issues with the deflation button. The patient stated that he cannot press the button adequately and in multiple attempts has caused himself extreme pain. The patient also stated that the pump is high in right quadrant of scrotum and feels it is too big for his scrotum. The patient stated that he was only able to deflate once after laying under warming blankets to elongate the scrotum. Proper deflation techniques were discussed with the patient, and he was suggested to make an appointment with his doctor or to find a doctor that is closer to him. No surgical intervention has been informed, and no additional information was provided.

Manufacturer narrative:
Correction to field h7: if remedial act init, type. Correction to field h9: correction/removal reporting #. Since the event date was not provided, an approximate date of 01/01/2025 was used. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use.